Event description:
A female experienced fusarium keratitis while using renu with moistureloc multi-purpose solution. The pt was initially seen by another practitioner on 10/31/05 who referred the pt to the reporting physician 4 days later. Prior to the diagnosis of fusarium keratitis, the pt was prescribed systane, tylenol with codeine and vigamox. Following the diagnosis of fusarium keratitis, the pt was prescribed sporanox, natacyn, atropine, zymar, systane and voriconazole drops. The pt's treatment regimen was every two hours. Outcome included central corneal scar requiring a transplant (pending).